Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019 a registered nurse (rn) contacted fresenius technical support for assistance in resuming a peritoneal dialysis (pd) treatment for a patient returning from an unspecified procedure. No further information was available. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this hospitalization. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An registered nurse (rn) calling on behalf of an unidentified peritoneal dialysis (pd) patient reported that they had turned off the liberty select cycler while the patient underwent an unspecified procedure and they required assistance with resuming treatment. The technical support representative assisted with resuming treatment. No further details were reported regarding the procedure or the patient. Additional information has been requested, however, to date a response has not been received.